Event description:
It was reported that the tubing was cut on the left side of the cassette during use with the patient. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection was performed. The device was received with a cut in the extension tube of the cassette and the luer connection was missing. The sample was received without blue clip also. A photo provided of the device showed medication in tubing which suggests that the cassette must have been provided with the tubing and luer connection. The root cause of the reported problem was unknown. A manufacturing device history record review was not performed because the lot number was not provided.